Event description:
The customer reported that the autopulse platform (sn (B)(6) displayed user advisory 07 (discrepancy between load 1 and load 2 too large). No additional information was provided. It is unknown when the problem occurred. However, patient use information was requested, but no additional information was provided.

Manufacturer narrative:
Zoll has not received the autopulse platform in complaint for investigation. A follow-up report will be filed if and when the product is returned and investigation has been completed.

Manufacturer narrative:
Sections d9 and h4 were updated. The reported complaint that the autopulse platform (sn (B)(6) displayed user advisory 07 (discrepancy between load 1 and load 2 too large) was confirmed during archive data review and functional testing. The root cause of ua07 was defective load cells. A review of the archive data showed several instances of user advisory 07 around the customer's reported event date, confirming the reported complaint. Functional testing failed due to the ua07 advisory message displayed when powering up the platform, confirming the reported complaint. The load-sensing system detected a weight/load imbalance between the two load cells. A load cell characterization test showed that both load cells were defective (output readings were over-reporting). To resolve this issue, both load cells need to be replaced. After replacing both defective load cells and performing load cell characterization, the results indicated that both load cells function within specification. Following service, the autopulse platform passed all testing criteria. Historical complaints were reviewed for service information related to the reported complaint, and no similar complaints were reported for the autopulse platform with serial number (B)(6).